Manufacturer narrative:
No sample was returned; therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. Attempts have been made to obtain additional information by phone and fax. A completed questionaire was not received. (B)(4).

Event description:
A customer reported that following a glaucoma filtration device implantation, the shunt was explanted because it was exposed. Additional information has been requested.